Event description:
During an acdf, the tip of the stardrive screwdriver sheared off in the head of the screw. Surgeon was unable to retrieve broken tip.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.